Event description:
It was reported that when securing the catheter with the statlock, one side of the paper backing was peeled away. There was no reported patient injury. (B)(6) 2022: the left pad of the returned sample was observed to be completely missing and was not returned.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached pad is confirmed; however, the exact cause is unknown. One arterial IV ultra statlock device was returned for evaluation. An initial visual observation showed blood residue on the returned sample. The left pad of the returned sample was observed to be completely missing and was not returned. A microscopic observation revealed cured adhesive on the underside of the retainer where the pad was missing. The remaining right pad was found to be firmly attached to the retainer. While one of the pads of the returned statlock device was found to be missing, insufficient evidence was found on the returned sample to determine the root exact cause. Possible causes include excessive force applied to the device while in use and exposure to incompatible chemicals. A lot history review (lhr) of jufq1658 showed no other similar product complaint(s) from this lot number.